Event description:
It was reported that during follow up, the device was post-paced t-wave oversensing on ventricular channel. The patient was asymptomatic. Programming changes were made. Patient condition was fine after the event. No further instances of oversensing have occurred.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.